Event description:
A report was received that the patient was experiencing discomfort at the ipg site. It was noted that the ipg was placed too medial. The patient underwent an ipg revision procedure wherein the ipg was moved from the left flank to the left buttock. No device malfunction was suspected. The patient was doing well postoperatively.